Event description:
The pt was seen at the ctr for device eval in september 1999. Testing at the ctr confirmed that the device was no longer functioning and explantation/reimplantation was recommended. Revision surgery took place in 1999 and the pt was reimplanted with another clarion device.